Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, de novo, 99% stenosed proximal circumflex artery, the presoaked 2.0 x 15 mm mini trek balloon catheter was dilated once at 8 atmosphere for 15 seconds; however, using an indeflator then a syringe, the balloon did not deflate. The whole system with the balloon inflated was removed with the guide catheter without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. A different 2.25 x 15mm mini trek balloon catheter was used for additional dilation of the lesion and a 3.0 x 18mm non-abbott stent was implanted. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: 0.010 ee1. Device evaluation: a review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device confirmed the reported device issue. Based on the investigation, no product deficiency was identified.